Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer- provided photo noted the anchor was no longer attached to the device and the sutures had torn. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion and/or prying/leveraging the device during insertion.

Event description:
On 07/29/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1920sf suture anchor was used to repair the rotator cuff. The corresponding punch was used to make the anchor entry. When beginning to insert it, it advanced approximately halfway and began to pass the anchor shaft, damaging it and leaving residue. Therefore, the corresponding maneuvers had to be performed to remove it, as it had become very protruding.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.